Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device no discrepancies were found in the returned sampled, the samples were inflated and deflated without any issue, the samples were inflated per 24 hours without any problem, the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. During the use of the product, leakage of air was detected. No patient injury.

Manufacturer narrative:
Other text: customer response email received with new information pertaining to the complaint MDR decision, a trach tube change was required. The file is considered serious injury at this time.